Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated that the patient experienced redness and swelling near the sensor pod, located on the right triceps. The sensor was removed on (B)(6) 2018 due to discomfort. On (B)(6) 2018, the patient went to their primary care doctor due to the skin reaction and discomfort. The doctor stated that there was no infection and no medication was prescribed. The doctor advised the patient to use over the counter advil and neosporin. At the time of contact, it was indicated that the patient was waiting to heal. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites.